Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, risk for infection / introduction of contaminants, under dosing of ordered medication / fluids. Other patient impact interruptions to clinical care due to time required to resolve alarms. Risk for infection / introduction of contaminants. Under dosing of ordered medication / fluids. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion). Medication / fluid potassium phospate. IV rate 5mmol/hr other details air alarm 13 times during the 6 hour infusion duration. Each time microbubbles were present. Fluid and bubbles advanced by gravity. Other alarm events multiple air alarms related to micro bubbles.